Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that after hooking up to a replacement insulin pump she had a high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer treated with the insulin pump and syringes. The customer was sent tubing clamps and was informed to call back to perform the high pressure test. The customer was advised to monitor their device and call back if problems persisted.